Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that their oral-b electric toothbrush melted and almost caused a fire. No injury was reported.

Event description:
Consumer via e-mail stated that their oral-b electric toothbrush melted and almost caused a fire. No injury was reported.

Manufacturer narrative:
This report is being filed due to an alleged fire event. This report is being filled out of an abundance of caution. The reporter informed the company that the product has been discarded.